Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 310cc and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the physical exam. No trauma reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/29/2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/7/19, the analysis results show that the device appeared intact. Leak testing revealed there was a tear on the anterior view, measuring approximately 0.1 cm . Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. The complaint was confirmed. Microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The manufacturing record evaluation for the lot number 7396532 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/20/2019, it was reported to mentor that the date of explantation is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).